Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing, though run-on was only duplicated with 1 device. Two devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the devices had sticking trigger with run-on. Two reported events had no patient involvement; no patient impact.